Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A clave¿ neutral connector was reportedly leaking bivalirudin at the connection of the tubing and the clave at the pump. The leak dripped onto the syringe pump during administration. The nurse immediately retrieved the new bivalirudin from the refrigerator and replaced the medication and microtubing. The provider was immediately notified due to falling ptts. There was no adverse event and delay in therapy that would lead to patient harm if not caught by staff.

Manufacturer narrative:
Device received on 6/26/2025. Investigation summary. Received one (1) used list# unknown, 50ml syringe; lot# unknown one (1) used list# b3300, clave¿ neutral connector; lot# unknown one (1) used list# unknown, ext set; lot# unknown. A crack was observed on the female luer of the tubing set. The reported complaint of a leak could be confirmed. The returned b3300 was tested and met product specifications. A crack was observed on the unknown extension set. The probable cause for the crack cannot be determined due to not being an ICU medical product. A device history record review could not be conducted because no lot number(s) was/were identified.